Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 7 years later due to elevated metal ion levels. During the procedure, the surgeon found metallosis like tissue, pseudotumor, and loosening of the acetabular component. The stem was retained while the cup, liner, and head were revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: biochemical analysis demonstrated that patient had elevated cobalt and chromium ion levels in bloodstream. Macroscopic tissue demonstrated very dark and metallic in appearance consistent with metallosis. The tissue could also be consistent with a clinical description of a pseudotumor.acetabular component frankly loose a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.